Manufacturer narrative:
The evaluation performed by medtronic ps medical included a visual examination and testing for patency, pressure/flow characteristics, preimplantation pressure siphoning, retrograde flow and catheter patency. There were large accumulations of dried blood-like material lining the valve exterior as well as the upper and lower diaphragms of the delta chamber. Both catheters were still attached to the valve. The flow holes of the ventricular catheter and the slits of the peritoneal catheter were clean and unobstructed. The product met all medtronic ps medical performance specifications.